Event description:
It was reported that patient suffered from skin tear during use.

Manufacturer narrative:
The complaint associated product was not returned for evaluation, please find the result of our investigation below: our investigation into this complaint has now concluded. In the absence of a sample, our investigation remains inconclusive. A device history record review was carried out. This confirmed that the product had been manufactured in accordance with defined procedures. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿based solely on the provided photos and history, it was concluded that the postoperative peri-wound blistering likely resulted from skin traction at the dressing¿s adhesive edge. This type of blistering is a well-recognized phenomenon which commonly occurs when the dressing is stretched during application and subsequently initiates a strain and eventual separation of the two layers of tissue (epidermis and dermis). Avoidance of dressing stretching upon application is cautioned against in order to avoid disruption of the skin architecture. The root cause of the additional 3 lesions (appearing as skin stripping in the photo) cannot be concluded, although the cleansing agent prior to application, fragile post-op skin, possible scratching of the area due to itchiness, and sensitivity to the adhesive/materials cannot be ruled out as possible contributing factors. The patient impact was likely transient increased pain/discomfort, an increased risk of infection, and possible transient dyspigmentation of the areas. It was reported that the lesions did not require medical intervention and the patient was discharged home. No further patient impact/harm is anticipated based on the photos provided. No further medical assessment can be rendered at this time'. An exact root cause cannot be determined. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any related adverse trends.